Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s black box and history showed no evidence that the pump had alarmed empty while insulin was still in the cartridge. No unexplained or unexpected alarms occurred during investigation. The pump was loaded and primed to 100 units. The pump was rewound and loaded, pump loaded to 100 units. Several boluses were conducted until pump was below the low cartridge warning level of 10 units. The pump alarmed low cartridge. More boluses were conducted until the pump was empty and the pump alarmed correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that the pump was occasionally emitting an empty cartridge alarm when the cartridge is not empty. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.